Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported an aa33 on the insulin pump, stated it happened while replacing an infusion set, and then replacing a reservoir. The customer's blood glucose value was unk. The customer was connected to the helpline for further assistance. No further info provided.